Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the heavily calcified proximal left superficial femoral artery. The 5.0x120mm, 5.0x150mm armada 35 balloon dilatation catheters ruptured during the first inflation at 8 atmospheres (atm). A 7.0x100mm absolute pro stent was then deployed in the target lesion. A 6.0x40mm armada 35 was used to post dilate the stent however also ruptured during the first inflation at 10 atm. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.